Manufacturer narrative:
A device history review (DHR) was not applicable or relevant because the results of the complaint investigation did not indicate a problem with the initial manufacture and this was the first time the unit came in for service. The product was received for evaluation. Visual and functional testing were performed. A visual inspection found the device to be in excellent physical condition. Functional testing by powering on the returned monitor found that when the monitor was manually shook an occlusion error displayed. Internal inspection did not find anything that would have caused the occlusion error; however, the absorber was known to cause occlusion error due to small white particles on the inside of the carbon dioxide (co2) absorber which could have clogged the air flow path and caused the monitor to occlude. The root cause of the reported issue was found to be that the absorber caused the occlusions. The technician replaced the absorber. No information has been provided to date. This remediation MDR was generated under protocol (B)(4), as a result of warning letter (B)(4).

Event description:
It was reported that there was an occlusion error. No patient injury was reported.